Event description:
Customer reported that a pt presented with a surgical wound infection 2 weeks following laminectomy.

Manufacturer narrative:
H6. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.